Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an initial implant procedure, the guidewire was unable to be inserted in the left ventricular (lv) lead. The physician noted that the guidewire was kinked. The lv lead was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Upon receipt, a complete lead was returned for analysis. Visual and x-ray analysis did not find any anomalies. A sample guidewire was used to perform an insertion test. The guidewire was able to be inserted and removed with no restrictions. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a guidewire insertion issue was not confirmed.